Manufacturer narrative:
Continuation of d10: product ID: b35300, serial# (B)(6), implanted: (B)(6) 2026, product type: implantable neurosti mulator. Product ID: b3400060m, lot# va2mblcv37, implanted: (B)(6) 2022, product type: extension. Product ID: b3400060, lot# va2ltfdv29, implanted: (B)(6) 2022, product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 30-aug-2024, UDI#: (B)(4). Product ID: b3400060, serial/lot #: (B)(6), ubd: 22-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient called manufacturing rep yesterday because they got a message on their patient programmer that said insufficient therapy. Representative didn't know the exact message. Patient said the implant was at 80% when they called. Patient saw a doctor a couple of weeks ago, but representative doesn't know what changes were made to the programming. The doctor turned up the settings, but patient didn't think that over the time that they've had the device, there was no significant difference. It was a little worse, but nothing that was striking. Patient was hoping for better control anyway, but they couldn't quantify it. The patient was redirected to their healthcare provider to further address the issue. Additional information received from manufacturing rep: insufficient therapy message attributed to patient having a new open circuit on electrode 2a that she was programmed on. Apparently, at her replacement procedure back in (B)(6) 2026 her previous battery must have flipped in her chest about 20 times through the years as her extensions were intertwined like a hair braid. This most likely put significant stress on her device system. Device was reprogrammed today, (B)(6) 2026, using electrodes of full integrity. 95% tremor capture was achieved in the right hand; left hand was doing well and had no changes. Patient was happy with the control improvements. Issue considered resolved. The patient denies ¿twiddler¿s syndrome¿ but is a side sleeper. She said she could feel it moving while she laid on her left side. The neurosurgeon who implanted it always sutures the device to the fascia so it may not have held through the years, but standard implant technique was done.